Event description:
Pt reported that the device was exposed to water (reportedly within labeling-indicated limits), then the device's insulin cartridge chamber appeared cloudy. No errors were generated by the device. Pt believes that device is not delivering basal rates; he has experienced high blood glucose (450+ mg/dl). Pt self-treated high blood glucose by increasing bolus amounts. See scanned page.